Event description:
It was reported that the gastrointestinal videoscope showed an error message e217: scope error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide lens contains foreign objects. Based on the results of the investigation, since the allegation of the customer was not reproduced, a root cause could not be identified. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of h11. Updated fields: h2, h6, h11. Corrected field: h6 (added c19 and d14 code to address customer reported issue was not confirmed) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.